Event description:
It was reported by the getinge fst that during preventive maintenance the cs300 intra-aortic balloon pump (iabp) malfunctioned. Fiber optic module failure was reported. There was no patient involvement reported. The fse reported that replaced the faulty fiber optic module (0997-00-1161). Tested new module. Unit passed all testing and then the annual maintenance was complete. Unit was cleared for clinical use. Product passed all functional and safety tests per manufacturer specifications.